Manufacturer narrative:
The lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
An application support manager (asm) was at site providing surgery support and during the third case the patient squeezed prior to the side cut being completed thus leading to the suction loss, after laser fired, in the right eye (od (ocular dexter)). The doctor reapplied suction and completed the side cut. The left eye was addressed and completed without suction loss. Both flaps were lifted and the treatment was applied. No other medical intervention needed. On (B)(6) 2018, the site provided to asm the patient's post op best corrected visual acuity (bcva) which was 20/20 (ou (ocular uterque)) ou. Pre op bcva 20/20 ou.

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The customer''s reported complaint cannot be confirmed. A manufacturing record review could not be performed as no lot number was provided. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. A manufacturing record review could not be performed as no lot number was provided. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.